Event description:
It was reported the patient received questionable, too high results on his meter, once leading to a hypoglycemia event. The patient explained he once took a test during the morning, and obtained a reading of 16 mmol/l. On another occasion, he tested a value of 8 mmol/l. Then he took a nap for 1 hour. When he woke up, he was very disoriented and confused, and a family member, took a blood glucose test, which was 1.6 mmol/l. The family member treated him with sugary food, and the patient recovered after a while.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Test strips used up and discarded.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.